Event description:
It was reported by the affiliate the tlc75 was used during a hemicolectomy. It was reported the device would not fire after first reload cartridge was inserted. Initial firing was successful. Another tlc75 was opened to complete the case. There was no consequence to the patient. 7/29/1998 message from affiliate. The tcr75 was the reload used and not available for analysis.